Event description:
On (B)(4) 2013, the following information was provided: the cutting wire broke prior to patient contact. This did not reasonably suggest a reportable event had occurred. When the product was received on (B)(4) 2013, our evaluation confirmed the cutting wire securing component has separated from the distal end of the catheter and what appears to be dried blood is present on the device (reasonably suggests the device was in contact with a patient). Cutting wire securing component separation while in contact with the patient has been established as a reportable event. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed that the cutting wire has disconnected from the catheter at the distal end. The distal end of the cutting wire has pulled free from the catheter at the distal skive but remains attached at the proximal end. It was noted that the securing component was attached to the cutting wire, however the tail had detached and was fully encased in the distal tip of the catheter. A further examination of the catheter tip was conducted and it was evident that the distal skive was ripped and exhibiting signs of cautery. It is reasonable to suggest that the rip on the catheter tip caused the cutting wire to separate from the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or brakeage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the devic for the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: 'note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions for use caution the user that contact of the cutting wire with endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current setting provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instruction for use this sphincterotome direct the user to verify desired settings by following the electrosurgical unit MFR's instructions. If the elevator of the endoscope remains the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contribute to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracing the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test included bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a review of the complaint history was conducted. The likelihood of occurence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complain trends and reassess the risk assessment results as post market feedback continues to become available.